Event description:
The user facility reported that on (B)(6), the angio-seal was used for hemostasis after a percutaneous coronary intervention (pci). It was difficult to insert the insertion sheath into the artery due to the stiff artery. The insertion sheath was managed to be inserted into the artery by incision. The procedure continued and hemostasis was successfully achieved by the angio-seal device without replacement. The patient rested quietly in bed for 7 hours. A hematoma was noted at the puncture site, however the physician commented that it is unknown whether or not the hematoma was caused by the product since the anchor was position against the vessel wall properly without being moved to another place. The patient's condition was favorable. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 7 mm. The patient is recovering. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
Lot number: requested, not provided. Expiration date: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Explanted date - device was not explanted. Device manufacture date: unknown due to unknown lot number. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The complaint could be confirmed for post deployment complications based on the complaint allegation. Based on the information given in the complaint, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea)/hazard based risk table (hbrt).